Manufacturer narrative:
The insulin pump was received with currents in specification and with no blank display. The lcd board was okay. The pump passed the rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery alarm, and displacement test. The pump had a minor scratched lcd window, cracked near display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that his insulin pump has not been working for the last 2 days. Customer has replaced the battery twice already. Customer had a blank display and his blood glucose was 500 mg/dl at the time of the incident. Customer has not treated. Customer was advised that the pump will be replaced.